Event description:
The customer stated that there was no display after power up. There were no patients connected to the system at the time of the alleged failure.

Manufacturer narrative:
Manufacturer's eval summary: the device is an automatic external defibrillator. The user returned the actual device for eval. The user reported that the device display did not work, rendering the device unusable. The user indicated that there was no pt connected to the device at the time of failure. The unit would not power up when received by factory service. We isolated the cause of the failure to integrated circuit chip u214 on the main board of the device. U214 is a programmable logic array (pla) that contains instructions used by the device to boot. Removing u214 from its socket connector and re-inserting enabled the unit to start, but the unit failed to start up again later when the technician placed a small amount of force on the chip in the socket, indicating an intermittent connection. We replaced the main board with a later version board without a socketed connection, which will ensure greater reliability of the u214 connection. Subsequently, the device passed all acceptance testing and we returned it to the customer.